Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 12-0x2071, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it without recurrence of the malfunction, was advised to continue using pump, and was instructed to call back if any malfunction code recurred, which customer acknowledged and understood.